Manufacturer narrative:
B3 - date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion, the cadd solis pump triggered an alarm which is believed to be an intermittent comm alarm. The pump was stopped. The pump connected to server upon start up and disconnected mid-infusion and they infused via subcutaneous. There was reported patient involvement and harm.